Manufacturer narrative:
Per tandem user guide: avoid exposure of your t:flex to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. Do not steam, sterilize, or autoclave your system at any time. Per tandem user guide: always remove all air bubbles when drawing insulin into the filling syringe. Always hold the pump with the white fill port pointed up when filling the cartridge. Always ensure that there are no air bubbles in the tubing when filling. Per tandem user guide: change your infusion set every 48¿72 hours. Consult your healthcare provider for more information. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported filling cartridges with cold insulin, not completing the air removal step when filling the cartridge, and changing pump supplies every 3-3.5 days. Customer was instructed to fill cartridges with room temperature insulin, was informed that trusteel infusion sets should be changed every 2 days, and was educated on the air removal process per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 200 mg/dl.